Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had power error detected alarms. The customer's blood glucose at the time of the incident was 9.7 mmol/l. The customer was advised on the steps to clear the alarm. Troubleshooting was not completed as the customer requested the insulin pump to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with operating currents within specification. The device passed self test, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was returned for power error 25. The power management tool confirmed pump error 25 was triggered when backup battery unloaded voltage was less than 3.7v for 240 consecutive minutes. Detailed trace confirms that the root cause is the non-sleep anomaly software error. The device was received with cracked keypad overlay at select button. The device was received with minor scratched display window, case and keypad overlay texture damaged.